Manufacturer narrative:
(B)(4).this ipg serial number was included in multiple field advisories:1627487-07262012-002-r and 1627487-12192011-003-r.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had not used or recharged her ipg in over a year and the ipg is unable to communicate with the external devices.the issue was confirmed by a sjm representative. Follow up information identified the patient underwent surgical intervention to removed and replaced on (B)(6) 2016 and therapy has resumed.the date of event is unknown.